Event description:
It was reported that during a stenting treatment procedure, stent damage occured. The 80% stenosed lesion was located in the right coronary artery. A 4.5 x 12 mm taxus liberté stent was to be used. However, after unpacking, the physician found the surface of the stent was not smooth so another of the same device was used to finish the procedure. No complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a taxus liberte stent delivery system (sds) with stent and shelf box. There was blood in the guidewire lumen and under the balloon folds. The balloon was tightly folded with the stent positioned 5mm past the distal end of the proximal markerband. The first two rows of the struts on both the proximal and distal ends of the stent were bent, flared and overlapping. The shaft was kinked 9.5 and 21cm from the distal tip. Inspection of the remainder of the device presented no other damage or irregularities. Although it was reported that the device was not used, the presence of blood in the guidewire lumen is indicative of handling beyond simply unpacking the device, as was reported. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occured. The 80% stenosed lesion was located in the right coronary artery. A 4.5 x12 mm taxus liberté stent was to be used. However, after unpacking, the physician found the surface of the stent was not smooth so another of the same device was used to finish the procedure. No complications were reported and the patient's status was stable.